Manufacturer narrative:
The pump, (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Review of controller log files confirmed the reported low flow event. Independent pathology and post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The root cause of the reported event cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. Clinical factors that may have contributed to this event include the complexities of his medical management with subsequent sub-therapeutic anticoagulation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization, transplanted.

Event description:
This event involved a male patient of unknown age with an unknown past medical history who experienced a possible left ventricular thrombus post lvad implantation. The patient's post-operative course was complicated with bleeding issues, platelet dysfunction and two re-operations. These bleeding issues appear to have resulted in delayed anticoagulation and the administration of ddavp. Approximately two weeks after the implant, an echocardiogram revealed a clot at the inflow cannula. Though the patient appears to have been asymptomatic, a preliminary review of controller log files revealed normal power consumption with numerous suction events and low flow alarms. At the time of this event, the patient's inr was 1.9 and he was already being treated with intravenous heparin and aspirin (300mg). The patient received an additional heparin bolus and the infusion was increased. In addition, tirofiban was administered over the next forty-eight hours and the patient started on plavix. A repeated echocardiogram revealed a 1mm clot post-tirofiban infusion. The site further reported that the patient subsequent required further surgery for a 300ml retrosternal bleed that was compressing his right ventricle. The site remained concerned about the continued (though diminished) inflow cannula clot and opted to perform a cardiac transplantation.